Event description:
Double purse string sutures were placed in the ascending aorta and the directflow aortic cannula inserted without difficulty via a trocar in the left first intercostal space. After initiating cardiopulmonary bypass, an external cross clamp was applied to the aorta. A multivessel CABG was completed uneventfully through a left anterior thoracotomy. "Cpb" was discontinued. The cannulae were removed and protamine was administered. Just prior to closing the chest wall incision, dr noted a small amount of blood near the aortic purse string sutures. Dr attempted to place a repair stitch, but the bleeding increased. After several more repair attempts, the condition of the aorta continued to deteriorate. The bleeding increased and the pt's heart arrested. Dr initiated cardiac massage, tried to manually control the bleeding and performed a sternotomy. Dr eventually was able to control the bleeding and restore cardiac rhythm. The pt expired on the following day from multi-system failure.